Event description:
It was reported that during the ablation procedure for atrial fibrillation, when the sheath was inserted into the left atrium and after withdrawing the sheath, pullback was performed and the sheath hemostasis valve was very loose and was leaking air. The procedure was completed with another of same device. The patient condition following procedure was stable. The procedure was completed successfully after replacing the sheath.